Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported date, the patient was hospitalized for the event and treated with unspecified antibiotic (dose, route and frequency unknown). On an unknown date, the patient was discharged from the hospital. At the time of the report antibiotic therapy was discontinued and the patient was recovered from the event. Dianeal therapy was ongoing. No additional information is available.